Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported there is leakage in his infusion device system. Patient alleges the leakage is observed sometimes between the infusion set cannula and the catheter. Patient stated he feels his hand is wet when touching this part of the system. Patient reported he suspects the leakage is at the cannula and catheter connection. Patient is blind. Patient stated that the place where the infusion set cannula is placed becomes infected and with a hematoma. Treatment received was not provided. No further information available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.